Event description:
It was reported that the pt's blood glucose level got as high as 500 mg/dl. The pt stated that he thought the infusion device did not properly display the e4 (occlusion error). The pt changed his infusion set and was able to return his blood glucose levels to normal using the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.